Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump. The customer does not use the sensor. Customer states they did not receive a low battery alert prior to the off no power alert. The customer was assisted with the issue and was informed that the pump needed new batteries. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer did not return the product back for analysis. The customer was informed that a new battery cap will be shipped to them out of courtesy.